Manufacturer narrative:
(B)(4). Batch # n5377e. The analysis found that one pve35a device was returned in good visual condition and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button and the manual override worked properly during testing. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did this issue alter the procedure (convert to open, etc.)? No they did not convert to open. Was there any patient consequence as a result of the procedure being prolonged? Not aware of any consequences. Were there any other patient consequences or change in the post-operative care of the patient as a result of the event? Not aware or informed of any additional post-operative care. The batch number provided, a000175p00, is not a valid batch number. Do you have the correct batch number? ¿ n9089w.

Event description:
It was reported that during a right left upper lobectomy procedure, the device was fired on the pulmonary vein and the knife did not return to the home position. The surgeons tried the reverse button and said that it did not work and appeared 'floppy'. They tried a new battery, but this did not work so they said that they used the manual override and this still did not work. They sewed the vein on either side of the stapler and then they tried to user a knife to release the stapler from the tissue, but this did not work so they had to cut the stapler from the tissue. It was the first firing of the device in this procedure. The surgeon believes that it was a clear field and that there were no clips in the way of the vessel. It is unknown what was used to complete the procedure. There was a delay of 120 minutes. The patient is in stable condition.